Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon examination, there was no problem found with arm fixing. The screw was found loose. Something like loctite was adhered on the threads. The product was returned to the customer.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fenestration procedure. Intra-op, flex arm was found to be loose. The flex arm was unable to hold the tubular retractor in an angled state and the assistant held the tube. The surgeon performed the operation while the assistant was holding the tube.